Event description:
A physician at a hospital reported that they received low readings on three adc meters. A patient was in a local hospital for dialysis and also had an infection and high fever. The patient had symptoms such as sweating and shaking however, it is unknown if symptoms were infection or diabetes related. A nurse obtained blood glucose readings of "lo" on all of the adc meters. The physician did not trust the results, so he drew blood and sent to the lab for testing. The lab readings obtained were 6.8 mmol/l and 7.4 mmol/l. The readings were all completed within 10 minutes. Results of 1.0mmol/l, 6.8mmol/l and 7.4mmol/l were plotted on a parkes error grid and the results fell into the "c" zone, showing the difference in values are considered clinically significant. The patient was treated with glucose IV after the results were obtained. There was no report of diagnosis, death, serious injury or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The product was received, investigated and the complaint was not confirmed. No new issues were observed, all results were within range specification and no errors were observed during control solution testing.